Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the displacement test, sleep current test, active current test and self-test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Unable to verify blank display and unresponsive keypad anomalies due to flashing medtronic logo display. The pump was cut open to perform visual inspection and moisture damage on the pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at battery tube side, and fading serial number label. Flashing medtronic logo was confirmed during analysis due to moisture damage. Unable to verify blank display and unresponsive keypad anomalies due to flashing medtronic logo display. Unit confirmed moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer went swimming, and the pump is no longer working. The customer stated that the keypad was unresponsive and had a blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the general documentation. Troubleshooting was performed for the fluid in the pump, and the pump did not pass the self-test. Troubleshooting was performed for the keypad anomaly, and the pump has not been exposed to altitude change. Troubleshooting was partially performed for the blank display. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.